Event description:
The hcp reported the pump was aspirated of residual medication in 2006 and the amount was much less than expected. The aspirate was reported to be bloody and cloudy. The patient had no signs of infection. Two cultures of the pump reservoir were negative for growth. The 3rd culture of the pump reservoir was reported as positive for light growth of "stenotrophomonas maltophilia." Cultures of the cerbrospinal fluid were done and negative for growth. The hcp reports he "strongly suspects that the patient aspirated the pump reservoir in order to obtain hydromorphone - the patient has tampered with the pump." The hcp is gradually weaning the patient off the intrathecal opioids and the patient outcome is reported as ongoing.